Event description:
It was reported that the right ventricular lead exhibited high capture threshold and high impedance. No patient symptoms were reported. Physician elected to cap and replace the lead on (B)(6) 2017. Procedure was completed successfully without any adverse consequences to the patient.